Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose level of 600 (mg/dl). While hospitalized the customer was treated with fluids and intravenous insulin. Reportedly, the customer thinks the pump settings need adjusting and that this contributed to their elevated bg levels. The customer was released the following day and reverted to manual injections for insulin therapy; however, the customer reports elevated bg levels have persisted. Troubleshooting with tandem technical support was declined.